Event description:
Tech alleged that the head brake caster will brake properly but continue to swivel. No pt impact.

Manufacturer narrative:
The tech replaced the head brake casters to resolve the issue.